Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance a few times due to low blood glucose, with blood glucose of 10 mg/dl at the time of the incidents. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer will consult their hcp about what to do. The customer reported a lost transmitter and issues with connecting their meter to the pump. The insulin pump will not be returned for analysis.